Event description:
In early 2009, the patient reported he received an e4 (occlusion) error on his insulin infusion device while he was trying to deliver a 3.5 unit bolus. He said 2.4 units were delivered prior to the e4 occurring. He disconnected from his infusion device, and has not been receiving insulin for about 4 hours. He stated his current blood glucose reading is 431 mg/dl with his target reading being 120 mg/dl. To troubleshoot, the patient was instructed to disconnect from his device and try to prime which went through without error. He was advised to change his headset. He did so and delivered a correction bolus of 3.1 units of insulin. About an hour later, the patient reported he received another e4 while trying to bolus. The patient was instructed to disconnect from his infusion set and bolus 3.5 units into the air which went through without error. The patient was advised to change to a new infusion set. On follow up with the patient the day before, he stated his blood glucose has returned to his normal levels. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.